Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set had a bent cannula. The customer noticed there was blood at the site. Customer's blood glucose level was 500 mg/dl. She treated her blood glucose level with an injection of insulin. The device was not returned.